Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed opcheck for paddles equipment. There was no patient involvement.